Manufacturer narrative:
This report is submitted on may 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experience pain and fluid buildup at implant site. Subsequently the patient underwent a procedure to drain fluid and was administered antibiotics (date and type not reported).